Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. The target lesions were in the mid left anterior descending (lad) artery and the distal left circumflex (lcx) coronary artery. The physician was attempting the anchor balloon technique. The 2.5x16mm taxus express2 drug eluting stent (des) was chosen to treat the proximal lcx target lesion. While attempting to introduce the stent delivery system (sds), the sds became stuck with a bsc guidewire inside a guide catheter. At withdrawing, the shaft was fractured in the guidewire exit port. The procedure was completed with another 2.5x16mm taxus express2 des. There were no pt complications reported with the pt's condition listed as "good".